Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal was deformed at the second outer coil starting in the delivery tube. The seal was flared slightly at the distal tip and was partially loaded in the delivery tube. The seal was delaminated at the outer coil. The tension spring and anchor remained inside the delivery tube. No blood was observed in the delivery tube. The seal was removed to measure the delivery tube. The following measurements were taken; the inner delivery tube diameter, the outer diameter and the length of the delivery tube and were all within specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The confirmed failure mode has been investigated in the CAPA system. In the instructions for use (IFU) instructs the user that while continuing to hold the blue wings, advance the delivery device slowly with moderate pressure by pushing on the top blue area of the delivery device until the number 2 visual cue appears completely in the corresponding window. The IFU further instructs the user to avoid pushing on the white plunger during this step. Additionally, the user is instructed to inspect all sides of the heartstring proximal seal by rotating it 360 degrees after loading is complete. Additionally it instructs the user to, "do not use the heartstring proximal seal if the portion of the heartstring not loaded into the delivery device tube flares wider than the diameter of the tube."

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).

Event description:
It was reported that the heartstring iii did not load properly.